Event description:
It was reported via clinical trial that the patient was randomized into the (B)(4) study on (B)(6) 2009. The target lesion was located in the 1st obtuse marginal (cass site 20) with 80% stenosis, a length of 24 mm, and a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm study stent with 5% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2009, the patient was experiencing new cardiac chest pain and a positive stress test and was referred for coronary angiography. The patient was rehospitalized on (B)(6) 2009, 250 days post index procedure. A coronary angiography was performed on (B)(6) 2009 which revealed a known occlusion in the left anterior descending artery (lad) (target vessel), a progressive lesion with restenosis - intra-stent to the marginal artery, a known occlusion in the right coronary artery, lima to lad: without anastomotic or downstream lesion, and saphenous vein grafts to 2 unknown arteries: occlusion. The patients lvef was 42%, on (B)(6) 2009, a repeat angiography was performed which revealed 95% restenosis in the 1st obtuse marginal (target vessel/target lesion), which was treated with predilatation and placement of a non-abbott des stent. As the stent was poorly positioned the area was over-dilated with a non-abbott balloon dilatation catheter with a satisfactory angiographic result. The subject was discharged on (B)(6) 2009. No additional information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the products instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via clinical trial that the target lesion was located in the 1st obtuse marginal (cass site 20) with 80% stenosis, a length of 24 mm, and a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm promus rx stent with 5% residual stenosis. The subject was discharged on (B)(6) 2010, on aspirin and clopidogrel. On (B)(6) 2009, the patient was experiencing new cardiac chest pain and a positive stress test and was referred for coronary angiography. The patient was rehospitalized on (B)(6) 2009, 250 days post index procedure. A coronary angiography was performed on (B)(6) 2009, which revealed a known occlusion in the left anterior descending artery (lad) (target vessel), a progressive lesion with restenosis - intra-stent to the marginal artery, a known occlusion in the right coronary artery, lima to lad: without anastomotic or downstream lesion, and saphenous vein grafts to 2 unknown arteries: occlusion. The patients lvef was 42%, on (B)(6) 2009, a repeat angiography was performed which revealed 95% restenosis in the 1st obtuse marginal (target vessel/target lesion), which was treated with predilatation and placement of a non-abbott des stent. As the stent was poorly positioned the area was over-dilated with a non-abbott balloon dilatation catheter with a satisfactory angiographic result. The subject was discharged on (B)(6) 2009. No additional information was available.